Event description:
Pt was implanted 1987. One cylinder eroded in 1988 and pt has been functioning with only one cylinder. In 11/94 he heard a snap during coitus and prosthesis lost rigidity. It was explanted.